Manufacturer narrative:
Manufacturer report number 1627487-2019-14424 should not have been submitted as a medical device report (MDR) as the ipg provided 24 hours of therapy between charging which meets or exceeds the device requirements of the ipg. There is no indication of malfunction.

Manufacturer narrative:
Date of explant is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an ipg recharge burden.